Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt), could not duplicate the reported issue. The electronic patient gas system (epgs) was powered up. And the air and oxygen (o2) was set to 50 pounds per square inch (psi). The srt waited 15 minutes for the warm up cycle to calibrate the o2 analyzer. He calibrated, the epgs successfully three times and did not observe an 'o2 sensor not calibrating' message. The unit was reconditioned, per procedure. The unit operated to the manufacture's specifications. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported problem. The epgs was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the epgs to pass calibration three consecutive times. The epgs met specification. Per data log review, the complaint indicates the issue occurred on (B)(6) 2021. There are no events for that date. The last time the gas system was used was on (B)(6) 2021. On that date the gas system was successfully calibrated. Flow was set to 1.49 liters per min (l/min), no other flow or fraction of inspired oxygen (fio2) changes were made. On (B)(6) 2021, the system was powered up, a perfusion screen was opened for 11 minutes and no calibration was preformed. It is possible that calibration was attempted before the 15 minute warm up period completed which will gray out the calibration button. It is possible this is what was reported. On (B)(6) 2021, the system was powered up, calibration was successfully performed and many flow and fio2 changes were made (normal data logging). The system was power cycled, a perfusion screen was opened for 21 minutes and no calibration was preformed.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) sensor would not calibrate. A second calibration was attempted that also failed. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.